Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. Investigation summary: bd received one sample and three photos for investigation. Evaluation of both the photos and the returned sample indicated damaged tubing. Additionally, ten retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged tubing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® ultratouch¿ push button blood collection set, the tubing had a hole and was stuck to the packaged. No patient impact reported.